Event description:
Cement doesn't mix well. It looks granular. On x-rays co sees the texture of cement is not o.k. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event could not be verified.